Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inpatient user facility reported an adverse event that occurred soon after a patient¿s hemodialysis (hd) treatment was initiated. The treatment began, and as the blood within the extracorporeal circuit reached the dialyzer, the patient coded. The blood was completely returned, and then the patient was disconnected from the machine and transferred to the intensive care unit (ICU). No blood loss occurred. The patient, who was admitted to the hospital for an unknown cause prior to this incident, was later discharged from the hospital. The date of the patient's discharge from the hospital is not known. No further patient details have been made available. At the time of the incident, the patient was connected to the following fresenius products: a 2008k hd machine, a bloodline, dialyzer, and naturalyte concentrate. There were no allegations of any of the fresenius devices in use having caused or contributed to the adverse event. Following the event, the 2008k hd machine was removed from service for evaluation. Functional testing was performed which confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The dialyzer is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. No sample of the naturalyte acid concentrate is available to be returned to the manufacturer for analysis.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, follow-up was provided which revealed that the 2008k hd machine was removed from service for evaluation following the event. Functional testing was performed by the biomed which confirmed that the system was operating properly. The unit has been returned to service at the user facility without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a clinical review was performed by a fresenius clinician. The clinical investigation concluded that due to the lack of patient historical information, including medical/surgical history, comorbidities, and medication regime, and since no reason or course was provided for the patient¿s hospitalization, an association between the fresenius products in use during the hemodialysis (hd) treatment and the reported adverse event cannot be determined. Additional medical records for the hd treatment performed on (B)(6) 2017 are needed to determine potential causality. However, there were no allegations against any fresenius products in use during the hd therapy as having caused or contributed to the adverse event.